Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. A1, a4, a5, and a6: no information available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The hospital reported a patient was connected to an aisys cs2 when it was alleged that there was a leak in the patient circuit and the device did not alarm. Reportedly, the patient desaturated. The level of desaturation was not reported. The patient was ventilated with an ambu bag and the circuit replaced. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcare (gehc) investigation has been completed and the root cause could not be determined. The gehc field engineer confirmed the machine was measuring etco2 throughout the case and was providing alarms when the measured co2 values warranted alarming for low etco2. The logs show the clinician acknowledged the machine was providing both visual and audible alarms during the case. There was no malfunction of the gehc device. The root cause of the reported patient desaturation is undetermined. No further actions are planned by gehc. B3 incident date updated from (B)(6) 2025 to (B)(6) 2025.